Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in emergency backup vvi mode. Programming changes were made and the device was restored successfully. The patient was in stable condition.